Event description:
It was reported that the right atrial lead exhibited over sensing of noise resulting in inappropriate mode switch episodes. No intervention was performed. The patient experienced no consequences and will continue to be monitored.